Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report, to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause of the of the reported event (front panel light-emitting diode blinks) could not be determined since the issue was not reproduced during device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the high flow insufflation unit performed as intended. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit the led front panel blinks. The issue was found during pre-use inspection. The diagnostic procedure was completed with a similar device. There were no reports of patient harm.